Manufacturer narrative:
This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request. Evaluation summary: post market vigilance (pmv) led an evaluation of one reliatack articulating reloadable instrument. The unit was received with disrupted timing. No reloads were returned for evaluation. Engineering confirmed damage on the spur gear. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the reported condition could be due to excessive manipulation or to improper loading of the sulu. However because no sulu was received, it cannot be determined if the disrupted timing is a result of improper loading of a sulu. Replication of the damaged spur gear may occur when trying to squeeze the trigger while the helix is jam. This causes the trigger to get stuck, and the trigger and its mating gear were damaged due to the excessive force that was applied to the trigger. The damaged gears result in a handle that does not properly actuate and tacks that do not seat properly. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, customer states that in use on patient, the handle became stiff and strange sound was heard during squeezing. Also, the device was not able to place tack onto abdominal wall when the jaws were articulated. Tack fell into the abdominal cavity and was retrieved. They tried to replace reload, but could not connected new reload with the device. Another tacker was used. Procedure: abdominal wall hernia UDI number is not available. The event occurred in use for patient. The procedure was completed with another device. The surgical time was extended by less than 30 min. The status of the patient: no problem. Additional tissue resection is not required. There was no tissue damage. The incision site was not extended. The part fell into the patient's cavity and was retrieved. The product did not lock on tissue and was removed from the tissue without damaging it. No bleeding occurred. The patient gender is not available. The patient age is not available. The patient weight is not available. The device was not reprocessed/re- sterilized.